Event description:
The phlebotomist completed the blood draw, depressed the safety mechanism, and the needle did not retract. Phlebotomist stuck self with the exposed needle tip while withdrawing needle from under the gauze pad used for pressure.